Event description:
Noted bleeding coming from stopcock on uac. Stopcocks and tubing in proper place as verified by another rn. Immediate intervention to stop bleeding. Changed tubing and stopcock. Estimated blood, tpn and lipid loss 18 cc. Baby transfused with prbc's.